Event description:
It was reported that during the implant, there were issues with sensing while placing the lead. They switched to a new lead and then the set screw would not screw back into the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.